Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01857. It was reported the patient experienced post procedural leg pain that did not subside. Surgical intervention was taken were the leads were explanted to address the issue.